Event description:
The patient had miradry treatment done on 10/8 and returned to the clinic with swelling in her underarm on 10/14. The clinic gave the patient antibiotics. The swelling worsened a day later. They drained some of the liquid from her underarm at the clinic. The patient was admitted into the ER, and was diagnosed with necrotizing fasciitis. The patient's skin was infected resulting in skin removal measuring 12x12x4in at the hospital. They were also given a skin graft.